Event description:
The reporter indicated that the pt complained of feeling dizzy when she raised her arms to use curlers in her hair. There were the same symptoms exhibited when the pacemaker was implanted. The reporter was able to reproduce these symptoms. When the pt raised her arms, at times crosstalk was shown and a loss of atrial sensing. The reporter stated that the capture is unchanged. The reporter changed the sensitivity to 4.0 mv and stated that the loss atrial sensing was worse bipolar. A chest x-ray will be taken and serial impedances in both polarity configurations will be done. The reporter will call back with further info.